Manufacturer narrative:
Mfg site name -(B)(6) medical. A visual examination of the returned resolution 360 clip device noted that the clip assembly was fully deployed and the clip was not returned. The control wire was noticed to be kinked and was pulled out of the coil through the handle. This failure is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2017-01048 addresses the first resolution 360 clip and manufacturer report #3005099803-2017-01047 addresses the second resolution 360 clip. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, both clips were difficult to release from the catheter. The physician tried releasing the clips multiple times causing the inner spring and wire of the handle to dislodge. Eventually, the clips were able to release from the catheter after manipulating the delivery catheter, specifically near the biopsy port. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported issue of clip difficult to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2017-01048 addresses the first resolution 360 clip and manufacturer report #3005099803-2017-01047 addresses the second resolution 360 clip. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, both clips were difficult to release from the catheter. The physician tried releasing the clips multiple times causing the inner spring and wire of the handle to dislodge. Eventually, the clips were able to release from the catheter after manipulating the delivery catheter, specifically near the biopsy port. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to stable.